Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included cellulitis of eyelid, nausea, migraine, anxiety, vaginal discharge, bacterial vaginosis, dysfunctional uterine bleeding, cervicitis, pap smear abnormal, postpartum cardiomyopathy, gravida ii, parity 1 and congestive heart failure. Previously administered products included for an unreported indication: toprol xl from 2002 to 2003, k-dur from 2002 to 2003, zoloft from 2002 to 2003, ramipril from 2002 to 2003, lasix from 2002 to 2003, sulfonamide, ibuprofen, topamax and macrobin. Past adverse reactions to the above products included drug hypersensitivity with macrobin, sulfonamide, ibuprofen and topamax. Concurrent conditions included cough, respiratory tract congestion, fatigue extreme, myositis, cervical low grade squamous intraepithelial lesion, gardnerella vaginalis test positive, acne and dry skin face. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as butalbital;caffeine;paracetamol (fioricet) since 2014, cefixime (flexeril) since 2014, ciprofloxacin (cipro) since 2014, clonazepam (klonopin) from 2014 to 2015 and promethazine from 2014 to 2015. In 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain ("pelvic pain"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2003 and (B)(6) 2005. She was planning for essure removal due to pelvic pain. Were 3 rings proximal to the fallopian tube os on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: plaintiff fact sheet and medical records were received. This case became incident. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), recurrent uti, dysmenorrhea (cramping), pelvic pain, abdominal pain and plaintiff did not undergo an essure confirmation test. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included cellulitis of eyelid, nausea, migraine, anxiety, vaginal discharge, bacterial vaginosis, dysfunctional uterine bleeding, cervicitis, pap smear abnormal, postpartum cardiomyopathy, gravida ii, parity 1 and congestive heart failure. Previously administered products included for an unreported indication: toprol xl from 2002 to 2003, ramipril from 2002 to 2003, zoloft from 2002 to 2003, k-dur from 2002 to 2003, lasix from 2002 to 2003, macrobid, topamax, ibuprofen and sulfonamide. Past adverse reactions to the above products included drug hypersensitivity with macrobid, sulfonamide, ibuprofen and topamax. Concurrent conditions included cough, respiratory tract congestion, fatigue extreme, myositis, cervical low grade squamous intraepithelial lesion, gardnerella vaginalis test positive, acne and dry skin face. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as butalbital;caffeine;paracetamol (fioricet) since 2014, cefixime (flexeril) since 2014, ciprofloxacin (cipro) since 2014, clonazepam (klonopin) from 2014 to 2015 and promethazine hydrochloride (promethazine hcl) from 2014 to 2015. In 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, ablation, and essure removal and oophrectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2003 and (B)(6) 2005. She was planning for essure removal due to pelvic pain. Were 3 rings proximal to the fallopian tube os on bothe sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. Essure removal details was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included cellulitis of eyelid, nausea, migraine, anxiety, vaginal discharge, bacterial vaginosis, dysfunctional uterine bleeding, cervicitis, pap smear abnormal, postpartum cardiomyopathy, gravida ii, parity 1 and congestive heart failure. Previously administered products included for an unreported indication: toprol xl from 2002 to 2003, ramipril from 2002 to 2003, zoloft from 2002 to 2003, k-dur from 2002 to 2003, lasix from 2002 to 2003, macrobid, topamax, ibuprofen and sulfonamide. Past adverse reactions to the above products included drug hypersensitivity with macrobid, sulfonamide, ibuprofen and topamax. Concurrent conditions included cough, respiratory tract congestion, fatigue extreme, myositis, cervical low grade squamous intraepithelial lesion, gardnerella vaginalis test positive, acne and dry skin face. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as butalbital;caffeine;paracetamol (fioricet) since 2014, cefixime (flexeril) since 2014, ciprofloxacin (cipro) since 2014, clonazepam (klonopin) from 2014 to 2015 and promethazine hydrochloride (promethazine hcl) from 2014 to 2015. In 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, ablation, and essure removal and oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2003 and (B)(6) 2005. She was planning for essure removal due to pelvic pain. Were 3 rings proximal to the fallopian tube os on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.